Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device had broken into three pieces \ device breakage'), embedded device ('migration of essure device location of device: right perf. Into myometrium') and genital haemorrhage ('heavy bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, urinary tract infection, dysuria, hemorrhoids, pain in joint, tobacco user, carpal tunnel syndrome, staphylococcal infection, gerd, cellulitis, rib pain, dermatitis, flank pain, hematuria, gastroesophageal reflux disease, obesity, lymph nodes enlarged, headache, esophageal reflux, sinusitis, hand rash, hives, hypertension, irregular menstrual cycle, anxiety, depression and fatigue. Denies f/c, diarrhea, dysuria, vaginal itching or redness. Concurrent conditions included blood pressure high. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2008, the patient experienced pelvic pain ("sharp pelvic pain/ pain"). In august 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In october 2008, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In 2009, the patient experienced tooth disorder ("dental problems"). In 2010, the patient experienced back pain ("back pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("severe cramping / lower abdominal pain") and migraine ("migraine headaches"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In november 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, female sexual dysfunction, pelvic pain, back pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, tooth disorder and dysmenorrhoea had resolved, the embedded device was resolving and the genital haemorrhage, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information about essure removal date 01-jan-2016 was noted. Discrepant information about essure confirmation test mentioned as she did not undergo confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record, irregular vaginal bleeding, abdominal pain, menorrhagia most recent follow-up information incorporated above includes: on 20-may-2019: pfs received : outcome of the event apareunia,dental problems,dysmenorrhea,abnormal bleeding was changed from recovering/resolving to recovered/resolved and outcome of the event pelvic pain back pain,abdominal pain,lower abdominal pain was changed from unknown to recovered/resolved. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device had broken into three pieces \ device breakage"), embedded device ("migration of essure device location of device: right perf. Into myometrium") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, urinary tract infection, dysuria, hemorrhoids, pain in joint, tobacco user, carpal tunnel syndrome, staphylococcal infection, gerd, cellulitis, rib pain, dermatitis, flank pain, hematuria, gastroesophageal reflux disease, obesity, lymph nodes enlarged, headache, esophageal reflux, sinusitis, hand rash, hives, hypertension, irregular menstrual cycle, anxiety, depression and fatigue. Denies f/c, diarrhea, dysuria, vaginal itching or redness. Concurrent conditions included blood pressure high. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2008, the patient experienced pelvic pain ("sharp pelvic pain/ pain"), 10 days before insertion of essure. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In (B)(6) , the patient experienced tooth disorder ("dental problems"). In (B)(6) , the patient experienced back pain ("back pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("severe cramping / lower abdominal pain") and migraine ("migraine headaches"). In (B)(6), the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) , the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage had resolved, the embedded device, female sexual dysfunction, vaginal haemorrhage, menorrhagia, tooth disorder and dysmenorrhoea was resolving and the genital haemorrhage, pelvic pain, back pain, abdominal pain, dyspareunia, abdominal pain lower and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information about essure removal date (B)(6) 2016 was noted. Discrepant information about essure confirmation test mentioned as she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record, irregular vaginal bleeding, abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received: event- she did not undergo an essure confirmation test was added. Outcome of device breakage was updated from unknown to recovered. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device had broken into three pieces \ device breakage'), embedded device ('migration of essure device location of device: right perf. Into myometrium') and genital haemorrhage ('heavy bleeding') in a 27-year-old female patient who had essure (batch no. 626878) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, urinary tract infection, dysuria, hemorrhoids, pain in joint, tobacco user, carpal tunnel syndrome, staphylococcal infection, gerd, cellulitis, rib pain, dermatitis, flank pain, hematuria, gastroesophageal reflux disease, obesity, lymph nodes enlarged, headache, esophageal reflux, sinusitis, hand rash, hives, hypertension, irregular menstrual cycle, anxiety, depression and fatigue. Denies f/c, diarrhea, dysuria, vaginal itching or redness. Concurrent conditions included blood pressure high, uti, uterine bleeding, anemia and perineal pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2008, the patient experienced pelvic pain ("sharp pelvic pain/ pain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In 2009, the patient experienced tooth disorder ("dental problems"). In 2010, the patient experienced back pain ("back pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("severe cramping / lower abdominal pain") and migraine ("migraine headaches"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (de vinci robotic totallaparoscoplc hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, female sexual dysfunction, pelvic pain, back pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, tooth disorder and dysmenorrhoea had resolved, the embedded device was resolving and the genital haemorrhage, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information about essure removal date (B)(6) 2016 was noted. Discrepant information about essure confirmation test mentioned as she did not undergo confirmation test diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: 1. No hydronephrosis or ureteral stones no focal inflammatory process, small hernia. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pregnancy test - on (B)(6) 2016: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record, irregular vaginal bleeding, abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on 15-oct-2019: only essure lot number were added. We received a lot number this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device had broken into three pieces"), embedded device ("migration of essure device location of device: right perf. Into myometrium") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high. In may 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2008, the patient experienced pelvic pain ("sharp pelvic pain/ pain"), 10 days before insertion of essure. In august 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In october 2008, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In 2009, the patient experienced tooth disorder ("dental problems"). In 2010, the patient experienced back pain ("back pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("severe cramping / lower abdominal pain") and migraine ("migraine headaches"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, back pain, abdominal pain, dyspareunia, abdominal pain lower and migraine outcome was unknown and the embedded device, female sexual dysfunction, vaginal haemorrhage, menorrhagia, tooth disorder and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information about essure removal date on (B)(6)2016 was noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-dec-2018: pfs received: event abnormal bleeding (vaginal, menorrhagia), apareunia, migration of essure device location of device: right perf. Into myometrium, dental problems, dysmenorrhea added. Events outcome added as recovering. Lab data added. Essure removal date was updated. Amendment: the report was also amended on 14-dec-2018 for the following reason: ccc amended. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device had broken into three pieces \ device breakage'), embedded device ('migration of essure device location of device: right perf. Into myometrium') and genital haemorrhage ('heavy bleeding') in a 27-year-old female patient who had essure (batch no. 626878-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, urinary tract infection, dysuria, hemorrhoids, pain in joint, tobacco user, carpal tunnel syndrome, staphylococcal infection, gerd, cellulitis, rib pain, dermatitis, flank pain, hematuria, gastroesophageal reflux disease, obesity, lymph nodes enlarged, headache, esophageal reflux, sinusitis, hand rash, hives, hypertension, irregular menstrual cycle, anxiety, depression and fatigue. Denies f/c, diarrhea, dysuria, vaginal itching or redness. Concurrent conditions included blood pressure high, uti, uterine bleeding, anemia and perineal pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2008, the patient experienced pelvic pain ("sharp pelvic pain/ pain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In 2009, the patient experienced tooth disorder ("dental problems"). In 2010, the patient experienced back pain ("back pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("severe cramping / lower abdominal pain") and migraine ("migraine headaches"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (de vinci robotic totallaparoscoplc hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, female sexual dysfunction, pelvic pain, back pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, tooth disorder and dysmenorrhoea had resolved, the embedded device was resolving and the genital haemorrhage, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information about essure removal date 01-jan-2016 was noted. Discrepant information about essure confirmation test mentioned as she did not undergo confirmation test diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: 1. No hydronephrosis or ureteral stones 2. No focal inflammatory process 3. Small hernia. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pregnancy test - on (B)(6) 2016: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record, irregular vaginal bleeding, abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on 31-oct-2019: ¿update of information (batch is invalid).¿ no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device had broken into three pieces \ device breakage'), embedded device ('migration of essure device location of device: right perf. Into myometrium') and genital haemorrhage ('heavy bleeding') in a 27-year-old female patient who had essure (batch no. 626878-not valid, 626678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, urinary tract infection, dysuria, hemorrhoids, pain in joint, tobacco user, carpal tunnel syndrome, staphylococcal infection, gerd, cellulitis, rib pain, dermatitis, flank pain, hematuria, gastroesophageal reflux disease, obesity, lymph nodes enlarged, headache, esophageal reflux, sinusitis, hand rash, hives, hypertension, irregular menstrual cycle, anxiety, depression and fatigue. Denies f/c, diarrhea, dysuria, vaginal itching or redness. Concurrent conditions included blood pressure high, uti, uterine bleeding, anemia and perineal pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2008, the patient experienced pelvic pain ("sharp pelvic pain/ pain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In 2009, the patient experienced tooth disorder ("dental problems"). In 2010, the patient experienced back pain ("back pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("severe cramping / lower abdominal pain") and migraine ("migraine headaches"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (de vinci robotic total laparoscoplc hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, female sexual dysfunction, pelvic pain, back pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, tooth disorder and dysmenorrhoea had resolved, the embedded device was resolving and the genital haemorrhage, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information about essure removal date (B)(6) 2016 was noted., and (B)(6) 2008 as per pfs. Discrepant information about essure confirmation test mentioned as she did not undergo confirmation test diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: 1. No hydronephrosis or ureteral stones 2. No focal inflammatory process 3. Small hernia. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pregnancy test - on (B)(6) 2016: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record, irregular vaginal bleeding, abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on 30-nov-2020: pfs received: onset date of event: 'migration of essure device' & lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device had broken into three pieces \ device breakage'), embedded device ('migration of essure device location of device: right perf. Into myometrium') and genital haemorrhage ('heavy bleeding') in a 27-year-old female patient who had essure (batch no. 626878-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, urinary tract infection, dysuria, hemorrhoids, pain in joint, tobacco user, carpal tunnel syndrome, staphylococcal infection, gerd, cellulitis, rib pain, dermatitis, flank pain, hematuria, gastroesophageal reflux disease, obesity, lymph nodes enlarged, headache, esophageal reflux, sinusitis, hand rash, hives, hypertension, irregular menstrual cycle, anxiety, depression and fatigue. Denies f/c, diarrhea, dysuria, vaginal itching or redness. Concurrent conditions included blood pressure high, uti, uterine bleeding, anemia and perineal pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2008, the patient experienced pelvic pain ("sharp pelvic pain/ pain"). In august 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In october 2008, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In 2009, the patient experienced tooth disorder ("dental problems"). In 2010, the patient experienced back pain ("back pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("severe cramping / lower abdominal pain") and migraine ("migraine headaches"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In november 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (de vinci robotic totallaparoscoplc hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, female sexual dysfunction, pelvic pain, back pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, tooth disorder and dysmenorrhoea had resolved, the embedded device was resolving and the genital haemorrhage, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information about essure removal date (B)(6) 2016 was noted. Discrepant information about essure confirmation test mentioned as she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: 1. No hydronephrosis or ureteral stones 2. No focal inflammatory process 3. Small hernia. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pregnancy test - on (B)(6) 2016: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record, irregular vaginal bleeding, abdominal pain, menorrhagia most recent follow-up information incorporated above includes: on 6-dec-2019: plaintiff fact sheet was received. Ppc code added for genital haemorrhage. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device had broken into three pieces \ device breakage'), embedded device ('migration of essure device location of device: right perf. Into myometrium') and genital haemorrhage ('heavy bleeding') in a 27-year-old female patient who had essure (batch no. 626878-not valid, 626678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, urinary tract infection, dysuria, hemorrhoids, pain in joint, tobacco user, carpal tunnel syndrome, staphylococcal infection, gerd, cellulitis, rib pain, dermatitis, flank pain, hematuria, gastroesophageal reflux disease, obesity, lymph nodes enlarged, headache, esophageal reflux, sinusitis, hand rash, hives, hypertension, irregular menstrual cycle, anxiety, depression and fatigue. Denies f/c, diarrhea, dysuria, vaginal itching or redness. Concurrent conditions included blood pressure high, uti, uterine bleeding, anemia and perineal pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2008, the patient experienced pelvic pain ("sharp pelvic pain/ pain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In 2009, the patient experienced tooth disorder ("dental problems"). In 2010, the patient experienced back pain ("back pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("severe cramping / lower abdominal pain") and migraine ("migraine headaches"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (de vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, female sexual dysfunction, pelvic pain, back pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, tooth disorder and dysmenorrhoea had resolved, the embedded device was resolving and the genital haemorrhage, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information about essure removal date (B)(6) 2016 was noted., and (B)(6) 2008 as per pfs. Discrepant information about essure confirmation test mentioned as she did not undergo confirmation test diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: 1. No hydronephrosis or ureteral stones 2. No focal inflammatory process 3. Small hernia. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pregnancy test - on (B)(6) 2016: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record, irregular vaginal bleeding, abdominal pain, menorrhagia lot # reported (626878) is not valid. Lot number: 626678, manufacture date:2008-02, expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device had broken into three pieces") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced back pain ("back pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("severe cramping") and migraine ("migraine headaches"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("sharp pelvic pain/ pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, back pain, abdominal pain, dyspareunia, abdominal pain lower and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.